Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 10 mg/dl at the time of the incident. The customer was at 26 at the time of admission. The customer was given food and glucose to treat. The customer experienced symptoms such a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer believes they may have covered for carbs and forgot to eat. The customer had lost their transmitter and was unable to detect the low. The insulin pump will not be returned for analysis.